Manufacturer narrative:
(B)(4) according to the gore® excluder® iliac branch endoprosthesis instructions for use, the gore® excluder® iliac branch endoprosthesis is to be used in conjunction with the gore® excluder® aaa endoprosthesis and is not intended to be used on its own. Adverse events that may occur and/or require intervention include, but are not limited to ilio-femoral vessel dissection.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a common iliac artery aneurysms using gore® excluder® iliac branch endoprostheses. Iliac branch and internal iliac components were successfully deployed in the patient's right iliac artery. A contralateral leg component was implanted to conclude the treatment of the iliac artery aneurysm. Intra-procedure imaging identified a dissection running from the patient's abdominal aorta to the patient's thoracic aorta. It was reported the physician believes guidewire manipulation was the cause of the dissection. The procedure was concluded with a wait-and-watch approach taken to the dissection.